Event description:
Female, healthy, had an endometriosis operation in 2008. Open surgery bowel and vaginal resection. Second day after the operation, pt's condition worsened and she is now in the intensive care unit and diagnosed with acute respiratory disease (ards). Dr reported the case to baxter.

Manufacturer narrative:
Baxter medical assessment: in open surgery of the bowel combined with vaginal resection iatrogenic injuries of the bowel may occur. This may cause peritonitis and occasionally an acute respiratory distress syndrome (ards). While we cannot exclude a contribution of adept (potentiating of peritoneal infection) more clinical details are required for a final medical assessment. Presence of infection preoperatively and disease for which pt has been operated. Has been a bowel anastomosis been performed or has been bowel accidentally being opened? Course of complication (therapy, examinations, exclusion of peritonitis) a causal relationship to the use of adept cannot be excluded at this point in time. A follow-up report will be submitted once the additional info is received and assessed.